Manufacturer narrative:
Date of event field was corrected. Arjo has become aware of the event involving sara plus and wipe down sling, which occurred at (B)(6) hospital located in (B)(6). It was reported that during the course of pushing the sara plus lift towards the bed both inner straps holding the support belt tore and the patient fell backwards and hit the head and grazed the leg. The patient was assessed by clinical team and a CT scan was completed showing no trauma. Arjo has been informed that the patient involved (female, 91 years old, 71.8 kg) underwent a hip operation 4 months before the event and was readmitted to (B)(6) hospital on (B)(6) 2018. The patient's mobility fluctuates from getting up from the sitting position with moderate assist through using sara plus standing aid to using passive lift depending on energy levels. The patient has been transferred many times with sara plus over last few months. The chest strap's function is to keep the sling in the correct place, in order to ensure a correct body posture of the person being transferred. If the chest strap is worn and weight is being put on it, it can start tearing until it finally detaches completely. However, the chest strap is not a part of the sling that is supposed to bear any weight. When the person would have been lifted with sara plus active lift and when the labelling is followed, there is no likeliness of a patient drop or other adverse event during the transfer of the patient with the sling, even when the "wipedown" sling without chest belt will be used. This was confirmed by our simulations. From simulations, we know that in the situation when the person is not correctly evaluated to be suited for transfer for sara plus active lift it appears more likely that the adverse event will occur. It cannot be ruled out that the patient involved in the incident was no longer able to bear the weight, as it was indicated that the patient's mobility from getting up from the sitting position with moderate assist through using sara plus standing aid to using passive lift depending on energy levels. It is possible that patient at the time of the event was not suited for transfer with active lift. Based on the simulation performed a person full drop appears to be possible when a sequence of multiple use errors occur (with amongst them at a minimum): the person is not correctly evaluated to be suited for transfer for sara plus active lift, the "wipedown" sling without chest belt will be used or the "wipedown" sling with ripped both straps/loops keeping the belt in place will be used, the person's arms will be keeping up. When the patient is not correctly evaluated before transfer (the patient is not able to bear the weight) and additionally the IFU is not followed on several points (multiple use errors) it appears more likely that a hazardous situation occurs resulting even in the patient's fall. There were no issues reported regarding sara plus lift involved. The sling (model kka5420-m) was inspected by arjo representative. Both straps holding the support belt were torn from the sling's waist part (one at the top part, one at the bottom part). The wipe down sling was 5,5 years old at the time of the event. Based on photographic evidences, some wrinkling of the fabric was visible. The wipedown standing sling instructions for use (IFU max82734m-int issue 3) contains the crucial information: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling loops and straps do not show signs of fraying, tearing or other damage and that there is no damage to the attachment clips, in which case do not use the sling ". "Mechanical pressure must be avoided during the washing and drying procedure, e.g. Rolling or pressing, as these can damage parts vital to the safety and operation of the sling." A proper inspection of the sling should have detected the failure of the sling, especially since chest strap was damaged. The labeling as supplied with this type of sling states that the intended lifetime is dependent on actual use conditions and sling should be discarded if any form of damage like fraying, tearing or other damaged is noticed. As long as patient is properly evaluated (is able to partially bear weight on at least one leg, has some trunk stability) and patient's arms are outside the sling, there is no possibility for patient to fall, even when the support belt is not being in place. When reviewing similar reportable events, we have found a limited number of cases with similar fault description (slid out of sling). To conclude, arjo system - sara plus active lift and sling was used for patient's care and in that way contributed to the alleged event. There was a system deficiency found (straps holding the support belt tore from the sling's waist part) and from that perspective the system did not meet the manufacturer's specification. We are reporting this event due to allegation of the resident fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
Arjo has become aware of the event involving (B)(6) plus and wipe down sling. It was reported that both sling's inner straps holding the support belt tore during patient transfer. The patient fell and hit the head and grazed the leg.